Event description:
It was reported that high thresholds and low r wave amplitude were observed. Intermittent rv capture and changes in the hvli was also noted. The lead remains implanted.

Manufacturer narrative:
Na